Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected since (B)(6) 2021.

Event description:
The parents reported that the recipient received a shock from a stone at the end of (B)(6) 2021 and could no longer hear with the device. Up to that point performance with the device was good. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. In addition four channels showed already high impedance prior to the reported impact for undetermined reasons. However, a device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported that the recipient was hit on the head with a stone at the end of (B)(6) 2021 and then could no longer hear with the device. Up to that point performance with the device was good. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. In addition four channels showed already high impedance prior to the reported impact for undetermined reasons. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that the user was hit on the head with a stone at the end of (B)(6)2021 and afterwards could no longer hear with the device. Up to that point performance with the device was good.